Event description:
A product which was purchased to stop bedwetting in my son has exploded at night and burnt my son. The explosion happened rapidly and he did not get a chance to protect himself. The product which is a malem alarm got extremely hot to point where the battery door melted and the batteries leaked onto his body. The hot battery acid has burnt his neck and chin, and he has blisters now. We rushed him to the hospital where he was treated in the ER. He has not recovered even after 1 week. I am very disappointed with this product.